Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: after performing the hip revision to the patient, the patient related that he felt when the bone made a noise, it was when the specialist performed an x-ray and it was verified that the stem was cracked. The day after having taken the exam, the patient felt another noise in his hip and it was when he completely fractured the rod solution. Product code: (B)(4). Lot not informed. Procedure: hip surgery. Patient consequence? :yes. Patient consequence description: perform bone osteotomy to remove the prosthesis. Action taken for procedure: change of surgical approach. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.